Manufacturer narrative:
(B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 3.6 inr. The result from the laboratory at the same time was 2.4 inr. The customer's doctor increased her coumadin dose based on the laboratory result. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the device. The customer has had no changes in diet, health, coumadin dose or other medications prior to the result of 3.6 inr. The customer has hemolytic anemia, but does not know her last hct. The customer does not have lupus or antiphospholipid antibodies and is not on direct thrombin inhibitors. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09).